Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(40. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global instruction for use specifies: note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified diagonal of the left anterior descending artery. The trek dilatation balloon ruptured at 14 atmospheres during the first inflation. There was no resistance felt during advancement to the lesion. It was further reported that the balloon was not soaked prior to use. Another balloon catheter was used to complete predilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.